Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as a leaking valve assembly. The fse replaced the solenoid valve to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is(B)(4).

Event description:
The customer reported the generation of erroneously low patient results for rheumatoid factor (rf), alanine aminotransferase (alt), total bilirubin (tbil), creatinine (crea), urea nitrogen (bun), and potassium (k) on their dxc700au chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.